Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. Angiogram showed a bifurcation lesion "at the left main artery (lm) and the proximal and mid left anterior descending artery (lad) and distal left circumflex artery (lcx)". Treatment of the 80% stenosed, 3.5x68mm target lesion located in the severely tortuous and moderately calcified mid lad was performed. The lesion was predilated with a 2.5x15mm maverick balloon with 4 inflations at 16atms for 10 seconds, reducing the stenosis to 60%. A 2.5x12mm taxus liberte stent was then advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were raised. The procedure was successfully completed by implanting five taxus liberte stents; sizes 2.5x12mm, 3.5x12mm, 2.75x24mm, 2.5x24mm and 4.0x12mm, overlapping in unspecified locations within the lm, lad and lcx. The lesion was postdilated with a 4.0x12mm quantum maverick balloon. No patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue. Missing section in leaflet 2, possibly for pathology testing, measure to an average of approximately 3-4mm at the free margin by 12mm into the cusp area. Characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure. No inconsistencies detected or in the x-ray.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. This patient has other related adverse events.

Event description:
It was reported that the device was explanted after an implant duration of zero days. No further details were provided. Information learned from implant patient registry. On (B) (6) 2010 (through follow-up with the healthcare provider), it was learned that the device was explanted due to mitral regurgitation.